Manufacturer narrative:
(B)(4). Uncut washer - blemished. The analysis results found that the device arrived in good visual condition and there were no staples present. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laptotal colectomy procedure the device was fired and no crunch was heard. The device cut completely and all the staples fired. Some of the staples were not formed. A second device was pulled and used to recreate another anastomosis. A leak test was performed and the leak test was fine. The recreation of the anastomosis did not alter the procedure. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). What device was used for the proximal and distal transaction? Endocutter what color reload? Gold. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Hand tied. How was the purse string placed, by hand or with an assist device? Placed by hand. Was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Click. When the device was fired, where was the indicator within the green zone/gap setting scale? At 1.6 to 1.7. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Plastic to plastic. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Leak test. Did the operation change significantly as a result of the device issue? No. What is the patient's age and sex? Asku.